Event description:
We received an allegation of discrepant glucose results for 1 patient's sample tested with accu-chek inform ii meter (a) when compared to a different accu-chek inform ii meter (b). At 7:40 a.m. The initial result with meter (a) was 1.3 mmol/l. Because the result was low, intravenous dextrose was given as a precaution. At 7:53 a.m. The patient was tested again with meter (a) and a result of 30.2 mmol/l was received. The patient got tested on a meter (b) and received the following results: at 7:56 a.m. The result was 21.3 mmol/l. At 8:11 a.m. The result was 12.8 mmol/l. At 9:38 a.m. The result was 12.3 mmol/l.

Manufacturer narrative:
The accu-chek inform ii meter a serial number was (B)(6). The accu-chek inform ii meter b serial number was (B)(6). The test strips were requested for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer did not return the strips for investigation. As no product was returned, a specific root cause could not be determined. Qc and linearity were performed and were acceptable. No product problem was identified.